Manufacturer narrative:
Evaluation summary: the nanocross dilatation catheter was received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation. The inner guidewire lumen at the distal end of the catheter exhibited stretching, necking down, and accordion folding. The overall length measured from the distal tip of the y-manifold strain relief is 226.4 cm. Per label claim the device would have a working length of 150 cm. The distal tip was not accounted for. The balloon chamber material was not accounted for. Only one of the four radiopaque marker bands was accounted for.

Event description:
It was reported that the physician was attempting to treat the patient at the superficial femoral artery(sfa) using a nanocross balloon. The target lesion type was noted as fibrous. It was reported that the balloon was being used to pre-dilate the lesion and that no resistance was encountered during advancement. It was reported that the balloon did not rapidly deflate post-inflation. Upon removal through the sheath, it was reported that resistance was felt. When the catheter was withdrawn from the sheath it was noted that the balloon had become detached and was left in artery. The physician tacked the balloon to the artery wall with a stent. No patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.